Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 400 mg/dl at time of incident. Customer treated with manual injection. Troubleshooting was performed for high blood glucose level. The product will be returned for analysis.

Manufacturer narrative:
Device passed, rewind test, unexpected restart error test and displacement test. No unexpected restart error or rewind, reset time or date anomaly after change battery noted during testing. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report. (B)(4).